Event description:
It was reported that the "screw-rod connection failed before reaching the final tightening break-off load" in a construct. Some bone screws had to be replaced, thus extending the surgery time. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; therefore, product evaluation is possible. A visual macroscopic examination was performed by a project engineer revealed that during the final tightening of the break-off nut, the locking nut may have tilted and become loose due to thread grooves missing on the break-off nut. Consequently, this could cause a stripping/shearing effect to the thread of the bone screw.